Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included broken wrist, augmentation mammoplasty, abortion, yeast infection, fungal infection, tenosynovectomy, meniscus tear, fractured toe, spinal enthesopathy, sacroiliitis, ankylosing spondylitis, lumbar disc degeneration, vitamin d deficiency, abdominal pain, chest pain, skin lesion, low back pain, pain in extremity, hyperlipidemia and premenopause. Concomitant products included adalimumab (humira), estradiol, gabapentin, ibuprofen, naltrexone and omeprazole magnesium (prilosec). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced arthralgia ("hip pain / si joint pain"), 81 days before insertion of essure (ess205). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain associated with menses"). On (B)(6) 2013, the patient experienced back pain ("back pain"). In 2013, the patient experienced abdominal distension ("bloating"), irritable bowel syndrome ("ibs"), food allergy ("increased food sensitivities") and flatulence ("gas"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), seronegative arthritis ("autoimmune disorder type of disorder: seronegative arthritis"), psoriatic arthropathy ("spondyloarthropathy psoriatic arthritis") and spondyloarthropathy ("spondyloarthropathy psoriatic arthritis"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal distension, fatigue and flatulence had resolved, the dysmenorrhoea, seronegative arthritis, alopecia and spondyloarthropathy outcome was unknown and the abdominal pain, arthralgia and food allergy was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, flatulence, food allergy, irritable bowel syndrome, pelvic pain, psoriatic arthropathy, seronegative arthritis and spondyloarthropathy to be related to essure (ess205). The reporter commented: after the easier procedure was performed on the left tube, 12 coils were counted. Two coils were visualized at the right internal os, which were then covered by the overlying fluff. An exit photographs was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2019: the left as sure device is medially located, with it tip just to the left of midline in the endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received : case became incident. Unspecified event: injury to herself was updated to more specific events: autoimmune disorder type of disorder: seronegative arthritis, spondyloarthropathy psoriatic arthritis, nickel allergy, dysmenorrhea (cramping), pelvic pain, fatigue, gastrointestinal or digestive system condition type: ibs, increased food sensitivities, bloating, arthralgia, back pain, abdominal pain, alopecia, gas. Lot number added, aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included broken wrist, augmentation mammoplasty, abortion, yeast infection, fungal infection, tenosynovectomy, meniscus tear, fractured toe, spinal enthesopathy, sacroiliitis, ankylosing spondylitis, lumbar disc degeneration, vitamin d deficiency, abdominal pain, chest pain, skin lesion, low back pain, pain in extremity, hyperlipidemia and premenopause. Concomitant products included adalimumab (humira), estradiol, gabapentin, ibuprofen, naltrexone and omeprazole magnesium (prilosec). On (B)(6) 2007, the patient had essure (ess205) inserted. On 26-mar-2010, the patient experienced arthralgia ("hip pain / si joint pain"), 81 days before insertion of essure (ess205). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain associated with menses"). On (B)(6) 2013, the patient experienced back pain ("back pain"). In 2013, the patient experienced abdominal distension ("bloating"), irritable bowel syndrome ("ibs (irritable bowel syndrome)"), food allergy ("increased food sensitivities") and flatulence ("gas"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), seronegative arthritis ("autoimmune disorder type of disorder: seronegative arthritis"), psoriatic arthropathy ("spondyloarthropathy psoriatic arthritis") and spondyloarthropathy ("spondyloarthropathy psoriatic arthritis"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal distension, fatigue and flatulence had resolved, the dysmenorrhoea, seronegative arthritis, alopecia and spondyloarthropathy outcome was unknown and the abdominal pain, arthralgia and food allergy was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, flatulence, food allergy, irritable bowel syndrome, pelvic pain, psoriatic arthropathy, seronegative arthritis and spondyloarthropathy to be related to essure (ess205). The reporter commented: after the easier procedure was performed on the left tube, 12 coils were counted.two coils were visualized at the right internal os, which were then covered by the overlying fluff. An exit photographs was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2019: the left as sure device is medially located, with it tip just to the left of midline in the endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.